Event description:
It was reported that the patient presented to the hospital with the implantable cardioverter defibrillator (ICD) eroded through the pocket. The physician explanted the ICD, the right atrial (ra) and right ventricular (rv) leads due to device erosion. There were no patient consequences.